Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03321. The pt received 2 scs leads with the same lot number. It was reported the pt experiences stinging at her scs ipg pocket and scs insertion sites while using system stimulation. No additional info is available at this time.